Event description:
Patient experienced discomfort and radiating pain in the intercostal area near the sensing lead as well as headaches and restless sleep. She also stated that when she awakens that she gets 3-4 quick pulses from the therapy. Patient will be returning to the clinic for a follow up regarding these issues.